Event description:
It was reported that during a procedure, this right ventricular (rv) lead was surgically abandoned due to low amplitude measurements. A new replacement lead was successfully implanted. No additional adverse patient effects were reported.